Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rt was paged and came in to check the ventilator that was alarming. The rt found that the ventilator was auto-cycling. The rt immediately disconnected the ventilator from the patient and started manual ventilation with the manual resuscitation bag at the bedside. The patient condition at the time of the incident was described as poor prognosis. The patient died. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site, the pre-use check (puc) passed but the device logs showed an abnormal drift of the offset value (but within allowed limits ±300mv from factory default) of the expiratory pressure transducer pcb between pucs which indicates instability in the pcb. The offset value is used as a reference value, should be stable and should not drift in short time intervals. The pcb was replaced. Simulated use tests of the pcb reproduced the auto-cycling. An offset drift in the pcb was confirmed and this caused the measured peep to deviate from set value. Microscopic inspection of the pcb pressure sensor showed presence of unknown particles in the ceramic cavity on the top of the sensor's chip. These particles were in prior investigations determined to have an impact on the measured peep during ventilation and offset measurement of the expiratory pressure during puc. The logs further show that airway pressure high and peep high alarms were generated on and off during two days prior to event date. On event date many respiratory rate high alarms were generated in the last 3.5 hours of ventilation. No parameter changes were done. A deviation in measured peep from set peep may be perceived by the ventilator as a patient request for a new breath and will trigger the ventilator to give a support breath thus auto-cycling. The most probable cause of the auto-cycling was the offset drift but the true cause of the presence of particles in the ceramic cavity has not been determined. Reference exemption #: e2008006s01. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).